Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor removed the existing zso-7-5 and opened the packaging of a new zso-7-5 to insert it into the cbd. However, it appeared to be longer than 5cm, and when I measured it, it was 7cm. Therefore, I used another new zso-7-5 to complete the procedure. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure (s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.